Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and tried to turn on the unit but the blower doesn't seem like turning at all. The customer sent logs to vyaire technical support for analysis. The main electronics board was replaced. Preventive maintenance procedure and test base unit was performed, however it doesn't maintain accurate o2 readings. The o2 cell was replaced and verification test was done. The unit passed all testing. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us having error 401 and seeing that the blower is not working. The issue happened during a pre-testing calibration. Furthermore, the unit was not connected to a patient when the issue occurred.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was returned for investigation. Vyaire medical determined root cause as due to mainboard - blower controlling hardware. Blower circuitry most likely damage due to a moog blower being installed and having the vent configuration set to micronel blower operation. Most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. Vyaire medical updated ivista w/ resetting counters and disabling data comm.